Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the pump was not working and noted a crack on the display screen. Blood glucose was not affected. Replacement device arranged.